Event description:
Additional information stated the patient was not happy with their loss of therapy but they were working with their doctor or manufacturer representative. It was also reported the patient's device had not been "working right" for months and they did not receive any "good relief."

Manufacturer narrative:
Product ID 3998, lot# v044336, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3550-39, lot# n233478, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported the extensions and implantable neurostimulator (ins) were replaced. It was noted there were 'issues' with the system, exact issues were unknown. It was also noted the representative was at the hospital when the patient 'was going in' however the representative was not aware there was anything wrong. It was noted the representative interrogated the ins and stated there was 'something wrong.' It was noted after surgery the health care provider informed the patient there was fluid in the ins pocket and the wires were twisted around with adhesions. They moved the location of the ins to the other side and replaced the 'wires.' It was noted the patient was under full anesthesia because of 'the need for more surgery given what they saw in the pocket area.' It was noted the patient had not had stimulation since their replacement surgery. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.